Event description:
Patient was having stent placement in left sub clavian artery. The stent detached from balloon prematurely. Microsnare catheter used to successfully retrieve stent from patient. No apparent sequalae.